Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events ¿capsular contracture and seroma¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, seroma.

Event description:
Healthcare professional reported left side rupture or encapsulation of the left prosthesis, patient feels discomfort and intense pain. There is a presence of scarce left fluid and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: silicone migration.

Event description:
Healthcare professional reported "lymph node images in the superior and posterior planes of both breasts with hyperintense signal in silicon only sequences, compatible with inclusion of cosmetic material"